Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a lap. Gastric bypass, the shears broke and the tip fell off in the patient. The tip was retrieved and a second shear was used to complete the procedure. There were no unexpected outcomes as a result of this event.